Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was 2014. The patient experienced back pain and questioned if it could be due to the catheter being embedded in the spine as the hcp was not able to remove it. The cause of the event, interventions, troubleshooting/diagnostics, and outcome were not reported; additional information has been requested, but was not available as of the date of this report.